Event description:
It was reported by service report that the customer is having a problem where the cot drops when the operator pulls it out of the ambulance. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The operator was incorrectly activating the manual release while removing the cot from the ambulance causing the cot to drop.